Manufacturer narrative:
Device eval: the device has not been received for analysis. If any additional relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a ptca procedure, the quantum maverick monorail balloon ruptured at 10atms after being inflated for 36 seconds. The lesion being treated was located in the calcified and 90% stenotic middle right coronary artery. The procedure was successfully completed with rotablation and the deployment of a bare metal stent to full expansion and apposition. There were no pt complications and the pt status is listed as "ok".